Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The prostar xl device referenced is filed under a separate manufacturing report number. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device via a 7f sheath using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the prostar xl needle was stuck in the device. A right iliofemoral arterectomy and repair of the common femoral artery were performed percutaneously and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Device analysis of the returned prostar xl device revealed a clip of a starclose se device was returned on the swage ring of the returned prostar xl.

Manufacturer narrative:
(B)(4). Only the starclose clip was returned on the prostar device thus observed confirmed the explanted clip. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported event appears to be related to interaction with the prostar during insertion through the previously implanted starclose clip. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.